Manufacturer narrative:
Concomitant product(s): t510c29 tissue valve, implanted: (B)(4) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during valve surgery when attempting to reconnect the right atrial (ra) lead the helix would not retract. X-ray revealed the lead dislodged. The lead exhibited no capture; was undersensing with no p-waves measured, and had high thresholds. The lead explanted and replaced. No patient complications have been reported as a result of this event.